Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine (20 mg/ml at a dose of 8.905 mg/day) via an implantable pump for an unknown indication for use. On (B)(6) 2016, a motor stall in the n'vision log report was detected. There was no pump alarm reported. The patient experienced withdrawal symptoms and circulatory disturbance. There were no environmental factors reported. The pump was explanted and replaced on (B)(6) 2015. The patient's withdrawal symptoms and circulatory disturbance was reported as resolved on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The cause of the motor stall was not determined.

Manufacturer narrative:
The device noted to be delivering morphine 20 mg/ml at a dose of 9.997 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing.

Manufacturer narrative:
(B)(4) no longer applies to this event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.